Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when asymptomatic patient presented in clinic for routine follow-up, electrical anomalies were observed on right atrial lead. A chest x-ray revealed that the atrial lead was dislodged. The lead was successfully repositioned on (B)(6) 2018. Patient was stable throughout the procedure.